Event description:
Contacted MFR on 2/1/06 regarding sterilization instructions for cat# 356 which is a medi-vac tubing connector. Referred to another person. Shereferred us to a third person. Spoke to the third person on two occasions. Finally on 3/2/06, we received some info as follows: this is a copy of the info given. I have researched your questions regarding autoclaving item #356. I found that cardinal health makes no recommendations for autoclaving. However, they stated that whatever you normally use for autoclaving polypropylene material should be fine. The literature that states that the 356 is autoclavable is outdated and we do not have backup detail and has been removed from our current literature. Thanks this was the last communication we have received from cardinal health. We need to have specific instructions for sterilization. Thank you.